Event description:
Charge nurse (cn) reports a blood leak with the CT 190g dialyzer. It was reuse number 13. Bright red blood was noted in the venous line. Treatment was stopped and the arterial blood returned to the patient while the rest of the blood in the circuit was discarded. Hemastix were not used to confirm blood leak. The estimated blood loss was 150cc. Treatment was restarted with new disposables. Cn denies any patient injury, medical intervention, or hospitalization associated with this event.